Manufacturer narrative:
An event regarding difficulty assembling a da impactor bolt from a shell was reported. The event was confirmed. A function analysis confirmed the reported assembly difficulty. The returned device would not assemble to a cup from finished goods. This is likely due to the damage observed on the top thread during the visual inspection. The investigation concluded that the device would not assemble to the shell as the top thread was damaged. This damage likely occurred as a result of contact with a different instrument. Device history review indicated all devices accepted into final stock conformed to specification. Complaint history review indicated that there have been no previous reported events for this lot ID.

Event description:
The surgeon went to screw on the tritanium cup on the magnetic cup impactor and the cup would not thread on properly to the magnetic cup impactor magnetic tip. He believed the magnetic tip was beat up. The procedure was completed successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon went to screw on the tritanium cup on the magnetic cup impactor and the cup would not thread on properly to the magnetic cup impactor magnetic tip. He believed the magnetic tip was beat up. The procedure was completed successfully.